Manufacturer narrative:
Weight, ethnicity, race-unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6 mm vticmo12.6 implantable collamer lens, -14.5/+5.5/078 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted and removed intraoperatively on (B)(6) 2019. Reportedly, there was no patient injury. On (B)(6) 2019 an alternate lens was successfully implanted.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).